Event description:
No new patient or event information since that last report was submitted.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Occupation: other healthcare professional- interventional supervisor. PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure involving a patient of unknown age and gender, a flexor high-flex ansel guiding sheath "fractured" while in use. There has been no patient harm reported. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Event description:
Additional information was received on 25jun2019 confirming that the device made patient contact. The target location of the procedure was the heart, using femoral access. Only a unknown wire and catheter were being utilized through the device when the fracture occurred. No interventions, surgical or medical, were required as a result of this event. Reportedly, the patient's anatomy was not tortuous, calcified, or scarred, and the sheath was only in place for "about 10 minutes". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures and a visual inspection of the returned device were conducted during the investigation. One flexor high-flex ansel guiding sheath was returned for investigation. Visual inspection showed biomatter to the tip of the dilator and on the check-flo assembly. A smooth, incomplete separation was observed at the bond 8.1cm from the distal tip. The dilator was returned inserted fully into the sheath. Additionally, a document-based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. A review of complaint history showed no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. The device is packaged with instructions for use, which warn, "reinsertion of the dilator prior to removal of flexor sheath increases the strength of the sheath and lessens the risk of device separation. If resistance is anticipated or encountered during withdrawal or flexor sheath, consider carefully reinserting the dilator prior to continuing removal." Based on the information provided and the examination of the returned product, investigation has concluded that a cause for the device failure could not be established, though patient anatomy, user handling, or the nature of the procedure may have contributed to the device failure. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.